Event description:
Patient reported that the old boston ipg started buzzing and patient thought it was either ready to be replaced or that it was malfunctioning. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).